Manufacturer narrative:
This form FDA 3500a is being submitted to confirm that by letter of (B)(4), 2011, tk access provided a copy of a formal complaint regarding an incident with this medical device. At this time, tk access has not been given the opportunity to inspect the lift and for that reason has not been able to evaluated the claim that the lift malfunctioned.

Event description:
According to info received, (B)(6) and another person, were attempting to pick a pt up from the stairway chair lift in order to transfer her to a gurney/stretcher. During this time, mr. (B)(6) braced his right leg on the stairs next to the lift. The pt's nephew allegedly turned on the lift using the remote control and the lift movement pinned mr. (B)(6) leg between the lift and the stairs.